Event description:
Screw/driver disengagement during screw insertion led to a surgical delay of approximately 45 minutes. The report attributed the surgeon's difficulty to the severe insertion angle and inadequate wound exposure.

Manufacturer narrative:
Review of the device history records found no discrepancies which would have contributed to the event.